Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was operating in safety mode, and the patient was admitted to the hospital for device replacement. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.